Manufacturer narrative:
A ge service rep performed an onsite investigation. The cpu controller pcb was evaluated and replaced. The cmos was reset and the calibration files were also reloaded as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.